Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests imaging related issues and operational context likely contributed to the event. Per event description, the imaging was challenging because there was lot of shadowing. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position by right femoral vein where two devices were implanted. Five days after the procedure there was a late single leaflet device attachment (slda) on the second device. During the index procedure, there was no issues during or post implantation. The imaging was challenging because there was lot of shadowing. The grasping of the first pascal was antero-septal clocking 2-8 (central) and the grasping for the second pascal was posterior-septal clocking 11-5 (central). The grade of tricuspid regurgitation (tr) before the procedure was severe and tr after the procedure was mild. Five days after the procedure there was a late slda on the second device. The slda was stabilized with another pascal precision ace next to the device with the slda in posterior-septal position. At the time the slda happened the tr was moderate and after the reintervention was mild.